Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12000. It was reported the patient had surgical intervention on (B)(6) 2018 due to auto reducing. During the surgery, it was discovered the lead and ipg were disconnect therefore the physician reconnected them. Issue resolved and therapy has been restored.